Manufacturer narrative:
Concomitant medical products: product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type extension product ID 3389s-40 lot# (B)(4) serial# implanted: (B)(6) 2017 product type lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 09-jun-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that manufacturer representative (rep) was told that patient (pt) had been having some "shocks" from stimulator (ins) and was subsequently scheduled for an extension replacement. The patient had one complete system - extension and ins with one channel plugged. The surgical plan was to replace the extension with a like for like and, in the same procedure, tunnel a new, different model, extension to connect to the existing ins for a future left sided stage one. When we hooked up the extension to the existing lead, healthcare provider (hcp) and rep noted the brain lead was showing some wear on the insulation and the new extension was not fitting the brain lead (stretching on the lead). The plan was made to explant the just tunneled extension and replace with a different model extension for a future stage one (now to be bilateral - replacement of the "broken" one and placement of the previously sc heduled contralateral side.) As of now, the patient has one "damaged" brain lead, two plugged extensions with both being inserted into the already existing ins. Bilateral stage two scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the shocking, broken lead, and extension not fitting wasn't determined. It was unknown if the issue was resolved as there was no therapy being delivered at this time.